Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine 5mg/ml at 2.9mg/day. It was reported that the patient had a refill on (B)(6) 2024 and, post-refill, the patient noticed that there was fluid/drug coming from the needle site over the pump. Technical services discussed the refill procedure and possibility of a difficult stick, placement or pocket fill and the rep was unsure of those possible issues, as the physician that did the refill was not available. A pump and catheter revision were planned and occurred on (B)(6) 2024. Per the rep, they did aspirate the pump on (B)(6) 2024 and noticed there was approximately 10ml of drug in the reservoir and it was originally filled with 20ml. The expected reservoir volume at this time was unknown by the reporter. When the pump pocket was opened after the refill, the pump and spinal segment became detached at the collet. The catheter detachment was determined to be the cause of the fluid/drug coming out of the needle site. The reason for the pump replacement was that the doctor wanted to replace the pump; it was a "physician choice". A new segment of the same length was put in and they were then able to aspirate at the catheter access port (cap). At the time of this report, the pump was filled with preservative-free normal saline (pfns) at minimum rate mode. The explanted pump and catheter were discarded. As of 2024-06-19, the event was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-oct-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.